Event description:
International affiliate reports the top of the expedium bolt broke when the surgeon tightened the lock nut on the top of the device during a revision procedure. The two broken pieces were removed from the surgical site and the resulting delay was about ten minutes. Note: depuy synthes spine has requested information regarding the need for the revision procedure. At this time, there is no information to indicate that the revision was performed due to any depuy synthes device failure.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the fixed bolt noted the top of the screw shank was broken. Further evaluation of the fractured surface suggests that a side loading may have been applied to the bolt shank. The broken piece was also returned for evaluation. No other visual anomalies were noted during the device evaluation. Review of the device history record found no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no reported complaints for the product family, product code and lot number. The root cause is undetermined however the noted damage coincides with the affiliate reported additional information that it was thought that the surgeon applied a force not completely vertical on the screw head leading to the screw breakage. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.

Event description:
Additional information was received from the affiliate indicating that revision surgery was not performed due to any device failure or deficiency involving depuy synthes spine products. The surgery was performed for clinical reasons and the bolt broke intra-operatively.